Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two non-sustained ventricular tachycardia episodes that appeared to be noise/artifact were observed. It was noted the episodes may have been due to the implantable cardioverter defibrillator (ICD) implant procedure. The ICD remains in use. No patient complications have been reported as a result of this event.